Manufacturer narrative:
On (B)(6)-2021, additional information was received indicating that no damage on electrodes. It was also reported the damage occurred on the catheter metal shaft. The catheter metal shaft had sharp edges. Based on this additional information it was determined that catheter metal shaft described was outside the patient body and therefore not a reportable malfunction. In addition, since it was clarified that no damage on electrodes occurred, this also would not be a reportable malfunction. This event will no longer be considered an MDR reportable event. Manufacturer¿s ref # (B)(4)

Manufacturer narrative:
Device investigation details: the device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device (B)(4) number, and no internal action related to the complaint was found during the review. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that an unknown patient underwent a paroxysmal atrial fibrillation (afib) ablation procedure with a lassostar, 10p, dia 15mm loop size and the catheter shaft broke and had electrode damage (sharp edges). During the procedure, with extensive maneuvering, the catheter kinked and then it completely broke, displaying the internal wiring. The catheter was not replaced as no other was available and a guidewire was used. The procedure was delayed 5 minutes due to the reported event and then the procedure was successfully completed. No fragments were generated. There was no patient consequences. The damage resulted in sharp edges. There was no resistance or difficulty during insertion or removal of the device. The detached portion was outside the patient. Catheter was removed and disposed. The detached portion was at the shaft ¿ handle transition.